Event description:
Single use percutaneous cannula kit was opened during surgery. Upon sequential use of percutaneous dilator products within the kit, it was discovered that a "distatsen needle with stylet 17 ga" was in fact only the stylet, prompting alternative actions on the part of the surgical team and prolonging operative time approx 10 mins. (B)(4).